Event description:
It was reported by the customer that he is getting a lost sensor alarm. It was also reported that his sensor is it not working. Customer's blood glucose level at the time 52mg/dl. Advised sensor would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.